Event description:
Rptr indicated that at office visit in 2002, it was discovered that the pt's device didn't have "any current going through it". Test was repeated with the same result. Test run on lead wires indicated that the lead wires were okay. The physician had not been near it. The physician inquired whether the pt had been in a bad thunderstorm lately, but the pt's family member reported that the area in which the pt lives had not experienced a bad thunderstorm in over 7 months. The reason for the device being programmed to 0ma output could not be determined. It was reported that the ncp system "really has helped" the pt. The pt is scheduled to see the physician again at the beginning of march 2002 and have the device checked again. Investigation to date has been unable to determine whether device malfunction and/or user error resulted in the device being programmed to 0ma output current. Attempts to obtain add'l info have been unsuccessful to date.